Event description:
It was reported that the physician suspected a pericardial effusion after implant procedure. An echocardiogram showed no relevant results. The adverse event was considered resolved on the same day. The device remains in use. The patient is enrolled in minerva: minimize right ventricular pacing to prevent atrial fibrillation and heart failure clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).